Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customers wife calls to report end user pulled his appliance off today and had two small ares of broken skin. She is using paper tape to picture frame his wafer. End user has a very large pannus; with stoma at apex. Wife applies wafer with end-user in reclining position. Instructed in push pull technique to remove adhesive tape and flange. Instructed in crusting technique with stomahesive powder and sensi care. She is not using barrier protective wipes. Instructed in routine skin care. Instructed in use of ostomy belt. Complainant has confirmed that product lot number is not available and that the lot number is not retrievable. Product use and skin care instructions provided.